Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the suture was cut prior to deployment. Fault noticed at the start of the procedure. A second device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was returned with plunger, link, anterior needle and cuffs in pre-deployed position. There was no dried blood observed at the marker lumen tube, suggesting that the device might not have been introduced into the patient anatomy. There was reddish substance observed at the posterior needle slot and the posterior needle tip was ejected from the shank. These could have happened during the device preparation and not necessarily an indication of the device being inserted into the patient anatomy. The link remained in pre-deployed position but was shredded, which could appear very similar to the reported suture being cut prior to deployment. Because the suture was returned intact, the reported suture was cut prior to deployment could not be confirmed. Based on visual analysis of the returned device, the probable cause for link being shredded and posterior needle tip being ejected from the shank prior to deployment is related to the operational context during the device preparation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.